Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used an abre self-expanding venous stent with a 9fr sheath during patient treatment of the common iliac vein. Stenosis of the lesion reported. Slight vessel tortuosity is reported. IFU was followed. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin was checked for securement prior to procedure. Pre-dilation was not performed. The device was not passed through a previously deployed stent. No resistance was noted during advancement. The lock-pin was removed once the target lesion was reached. The stent was successfully deployed but reported difficulty when rotating the thumbwheel due to stiffness. It is reported the thumbwheel was tough to rotate. The physician also reported that the length appeared shorter than 120mm. Length of deployed stent in vessel 120mm. Physician remarked it was short of 120mm. Stent placement was not adjusted after initial flowering. No patient injury reported.